Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right iliac artery. A 16-4/5.8/75cm xxl esophageal balloon catheter was advanced to dilate the lesion; however, upon inflation at 5 atmospheres, the balloon ruptured. The device was removed from the patient. A new 16-4/5.8/75cm xxl esophageal balloon catheter was advanced to dilate the lesion; however, upon inflation at 5 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.